Manufacturer narrative:
Batch review performed on 29 november 2024: lot 2112427: (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 2 years after the primary, the patient came in reporting instability due to laxity. The surgeon revised the 13mm poly with a 17mm poly and the surgery was completed successfully.